Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a wallstent biliary stent w/unistep plus was used during a stent placement procedure in 2009. According to the complainant, the physician attempted to deploy the stent 1cm distal of the papilla. One third of the stent was deployed when it was retracted for re-positioning. However, resistance was encountered during the second attempt to deploy the stent, and the stent would not deploy. The delivery system and scope were removed from the pt's body, and it was noted that the distal tip of the device was stuck in the outer sheath. Additionally, the injection port broke when it was handled outside of the body. The procedure was completed with a different size wallstent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.